Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2022-00851, 1627487-2022-00852. It was reported that the patient's system was not providing effective therapy. It was found that all of the leads had high impedances. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. During the surgery, it was noted that all 3 leads had fractured. Postoperatively, the patient has effective therapy.